Event description:
Company representative reported, "port replacement due to band not holding fluid." Follow-up findings: health professional reported that on two separate follow-up visits, the surgeon was unable to withdraw the amount of saline that had been previously added. Patient complained of alleged vomiting following the second follow-up visit, so fluid was removed the next day.

Manufacturer narrative:
Taper ii. (B)(4). Allergan has received the product however the device has not been identified nor has the analysis has not been completed at this time. Based upon the model number and implant date provided by the reporter the connector type is assumed to be a taper ii. Vomiting is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the following concerns to performing an adjustment. "Prior to doing an adjustment to decrease the stoma, review the patient's chart for total band volume and recent adjustments. If recent adjustments have not been effective in creasing restriction and the patient has been compliant with nutritional guidelines, the patient may have a leaking band system, or may have pouch enlargement or esophageal dilatation due to stomal obstruction, band slippage or over-restriction." Device labeling addresses the reported event of vomit as follows: "nausea and vomiting may occur, particularly in the first few days after surgery and when the patient eats more than recommended."